Manufacturer narrative:
(B)(4). Were any noises heard such as 'whistling' or 'hissing'? Unk. If so, did the 'noise' prevent insufflation? Please describe the noise. Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? If so, what device? Unk. Was any torque being applied to the trocar or device? Unk.

Event description:
It was reported that during an unknown procedure, the device was leaking. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.